Manufacturer narrative:
Block b3, b5, d6a, e1 (initial reporter first name, last name, facility name, address 1 and 2, city, state, zip/post code, phone number and email address), and h10 has been updated with additional information received on february 22, 2022 based on the health care facility the stent was implanted. Block b3: exact date unknown, the stent was implanted between between (B)(6) 2021 and (B)(6) 2021. Block d4, h4: the upn and lot number of the suspect device was not provided in the literature; therefore, the manufacture and expiration dates are unknown. Block d6a: exact date unknown, the stent was implanted between between (B)(6) 2021 and (B)(6) 2021. Block e1: the patient was transferred to the department of internal medicine, (B)(6). Block g2: literature source: cheema, b. S., ghali, m., schey, r., awad, z., and ribeiro, b. (2021). Esophageal perforation after using a single-use disposable duodenoscope. Case reports in gastroenterology, 15(3), 972-977. Https://doi.org/10.1159/000519685. Block h6: medical device problem code a010402 captures the reportable event of stent migration. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two boston scientific devices used in the same procedure. Refer to manufacturer report number 3005099803-2020-06698 for the exalt model d single-use duodenoscope and 3005099803-2022-00478 for the wallflex esophageal stent. Boston scientific became aware of an event involving a wallflex esophageal fully covered stent through the article "esophageal perforation after using a single-use disposable duodenoscope" by dr. Bakht s. Cheema, et al. (See citation in block h10) according to the literature, an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of choledocholithiasis and acute cholangitis. During scope insertion, gentle force was applied to pass through the gastroesophageal junction, which caused minimal bleeding. To inspect the area, the single-use duodenoscope was removed, and a reusable gastroscope was inserted which revealed a 10-mm linear perforation in the esophagus just proximal to the z-line. To cover the perforation, a wallflex esophageal fully covered stent was successfully implanted. The patient was then transferred to another health care facility for further management. Post stent placement, abdominal x-ray was performed and showed the stent migrated below the diaphragm to the stomach. A repeat esophagogastroduodenoscopy (egd) was performed to remove the wallflex esophageal stent from the patient with a pair of rat-toothed forceps. A different esophageal stent was deployed to cover the perforation. Additionally, a stent fixation device was used to anchor the stent to the esophageal wall at its proximal edge and the procedure was completed. The patient tolerated the procedure well and was kept nil-per-os (npo) for 2 days postoperatively. Oral intake was started on day 3, and the patient was discharged. The second esophageal stent was removed 6 weeks after placement and follow up endoscopy showed healthy granulation tissue with no fistula. Patient was able to tolerate regular diet. Note: it was reported that the wallflex esophageal fully covered stent was implanted to treat a perforation. However, per wallflex esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The wallflex esophageal fully covered stent is not intended to treat a perforation. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on february 22, 2022. The wallflex stent was implanted at (B)(6) medical center between (B)(6) 2021 and (B)(6) 2021. The patient was then transferred to (B)(6) for further management.

Event description:
Boston scientific became aware of an event involving a wallflex esophageal fully covered stent through the article "esophageal perforation after using a single-use disposable duodenoscope" by dr. Bakht s. Cheema, et al. According to the literature, an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of choledocholithiasis and acute cholangitis. During scope insertion, gentle force was applied to pass through the gastroesophageal junction, which caused minimal bleeding. To inspect the area, the single-use duodenoscope was removed, and a reusable gastroscope was inserted which revealed a 10-mm linear perforation in the esophagus just proximal to the z-line. To cover the perforation, a wallflex esophageal fully covered stent was successfully implanted. The patient was then transferred to another health care facility for further management. Post stent placement, abdominal x-ray was performed and showed the stent migrated below the diaphragm to the stomach. A repeat esophagogastroduodenoscopy (egd) was performed to remove the wallflex esophageal stent from the patient with a pair of rat-toothed forceps. A different esophageal stent was deployed to cover the perforation. Additionally, a stent fixation device was used to anchor the stent to the esophageal wall at its proximal edge and the procedure was completed. The patient tolerated the procedure well and was kept nil-per-os (npo) for 2 days postoperatively. Oral intake was started on day 3, and the patient was discharged. The second esophageal stent was removed 6 weeks after placement and follow up endoscopy showed healthy granulation tissue with no fistula. Patient was able to tolerate regular diet. Note: it was reported that the wallflex esophageal fully covered stent was implanted to treat a perforation. However, per wallflex esophageal fully covered stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. The wallflex esophageal fully covered stent is not intended to treat a perforation. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the year the literature was published. The upn and lot number of the suspect device was not provided in the literature; therefore, the manufacture and expiration dates are unknown. Initial reporter facility name: (B)(6). Report source: literature source: cheema, b. S., ghali, m., schey, r., awad, z., and ribeiro, b. (2021). Esophageal perforation after using a single-use disposable duodenoscope. Case reports in gastroenterology, 15(3), 972-977. Https://doi.org/10.1159/000519685. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.